Manufacturer narrative:
The hcg reagent lot number was 869013. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg stat on a cobas e411 rack. The sample initially resulted in an hcg value of 1036 miu/ml with a data flag. The customer repeated the sample because the patient's hcg levels had been rising, but this result was lower. The sample was repeated on (B)(6) 2026, resulting in a value of 9876 miu/ml with a data flag. The repeat value was deemed correct and an amended report was issued.

Manufacturer narrative:
No calibration influence was observed. A general reagent or analyzer problem was not present because controls run prior to the event were within range. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of alarm trace data showed insufficient sample volume, sample clot, and reagent film detection alarms. These are indicators of possible poor sample quality. The field service engineer ran performance testing, a system volume check, and a photomultiplier high voltage check. All checks passed within specifications. Sample centrifugation time may have been higher than recommended by the tube manufacturer. The investigation could not identify a product problem. The cause of the event could not be determined.